Event description:
The user facility reported that the registered nurse (rn) in ccl inflated the involved tr band post procedure and pulled the sheath. The device did not hold air and immediately deflated. Manual pressure was performed. The patient was stable, and no blood loss was reported. There was no patient injury or surgical intervention required.

Manufacturer narrative:
E3: occupation: rn. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for air leakage issues because a sample was not returned for assessment. Without a sample, the exact root cause cannot be determined. Review of device history record (DHR) cannot be completed due to the unknown lot number. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).